Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "implant was recalled in 2019". Later patient reported "pain and tenderness" and "rupture". The device remains implanted.